Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with multiple recurrent gastrointestinal bleeds and secondary arteriovenous malformation (avm) on (B)(6) 2016. The patient was given one unit of packed red blood cells and the issue has since resolved. No additional information has yet been provided.